Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported system error 105 which was not reproduced. System error 105 was confirmed through a review of the event history log and found to be caused by severed motor mount screws. The failed motor assembly and screws were replaced.

Event description:
During baxter's functionality testing of a spectrum pump, the device displayed a system error 105. There was no patient involvement.